Event description:
This case was initially received via (B)(6) ((B)(4)) on 04-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("too painful, pains she was experiencing") and allergy to metals ("type 1 allergy to nickel, so allergy to essure insert") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pain and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals and pain with essure. The reporter commented: the patient was suffering for several years without knowing why. Since (B)(6) 2017 she was on sick leave because it was too painful. She was awaiting the intervention which should have been performed on (B)(6) but was postponed to (B)(6). She was disappointed with the surgeon who had performed essure insertion and who did not want to hear about pains that she was experiencing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-dec-2017 for the following meddra pts: pain: the analysis revealed 429 cases (excluding this case). Allergy to metals: the analysis revealed 344 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.